Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a homechoice automated peritoneal dialysis (pd) set w/cassette was damaged which resulted to leak. The leak was observed during priming of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d10, h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted damage on the patient line tubing. Functional tests, including clear passage and clamp function tests were performed with no issues noted. Functional leak testing was performed which revealed a leak through the damaged tubing. The reported condition was verified. The cause of the condition was determined to be due to the flow wrap pouching equipment attempting to seal during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.